Event description:
Customer reports the active system produced a result of 7 or 5 mg/dl, which is outside the meter reading range of 10-600 mg/dl. Values<10 mg/dl should display as "lo". No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.